Manufacturer narrative:
Reporter facility name: (B)(6) hospital. This report is being filed on an international product, list number 08d06-77, that has a similar product distributed in the us, list number 08d06-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect syphilis tp result generated on an architect i2000sr analyzer for a (B)(6) year-old male child (sid (B)(6)) who was being retested after treatment for (B)(6). The initial result = (B)(6), but the patient¿s sample generated a (B)(6) tppa test result (B)(6) and a (B)(6) trust result. The mother of the child had a (B)(6) test late in the pregnancy, and the child underwent treatment for (B)(6) after birth. The child¿s (B)(6) results after birth are as follows: on (B)(6) 2015, (B)(6). On (B)(6) 2016, (B)(6). On (B)(6) 2017, (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained reagent kits with the complaint lot number. A returned specimen sample was tested using a file kit of lot 26001be01 as the complaint lot 25445be01 was not available. The following results were generated: architect syphilis tp: 0.29 s/co (nonreactive); recomline treponema igm: positive (tmpa: +++, tp15: ++); recomline treponema igg: negative. Trending review did not identify any trends for the issue for the product. Device history record review for lots 25445be01 and 26001be01 did not identify any non-conformances or deviations. Inhouse testing of a retained reagent kit of lots 25445be01 and 26001be01 determined that the specificity performance is not negatively impacted. Labeling was reviewed and found to adequately address the issue under review. No systemic issues or deficiencies with the architect syphilis tp reagent lots 25445be01 and 26001be01 were identified. Corrected information in section d4 expiration date.